Event description:
It was reported to medtronic minimed that the customer experienced occluded, led anomaly, no delivery/occlusion alarm, damage (physical or cosmetic), failed battery test. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-7811na, mmt-1780kl, mmt-342g. Customer reported receiving a battery failed alarm. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported insulin flow blocked alarm. The customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. Customer reports the transmitter did not blink when connected to the sensor. No harm requiring medical intervention was reported. No product return is required for mmt-441ag. No product return is required for mmt-7811na. No product return is required for mmt-1780kl. No product return is required for mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. Unit was successfully downloaded using thus software. The adapt tool was utilized to look for relevant alarms recorded in the past, near, or on event date that may confirm customer's concerns. During download history review, no relevant alarms were noted to confirm concerns. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. P-cap locked in place properly during testing. The following cosmetic damages were noted: battery tube threads - cracked, cracked keypad overlay, cracked case (battery tube), cracked case, cracked case-corner of belt clip rails, and scratched case. In summary, customer's concern for no delivery/occlusion alarm and failed batt test not confirmed. Unit functioned properly and passed all testing within spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.